Manufacturer narrative:
Covidien reference number (B)(4). The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. Customer reported could not duplicate error and that unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time of the reported event.